Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned

Event description:
It was reported that the patient continued to use test strips that had been damaged due to excessive moisture resulting in taking incorrect insulin dosage. The patient alleged that he had vision complexities which required an eye operation. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.